Event description:
Boston scientific crm received information that this patient fell, and hit the device pocket area. When the patient went into the hospital it was noted the device was exposed, and a pocket infection was suspected. The physician elected to explant the entire system, which included this right atrial (ra) lead. There were no other adverse patient effects reported.